Event description:
The customer reported no fluoro, a generator error, and problems with the cycle power. No patient involved.

Manufacturer narrative:
The service rep closed the case due to a canceled service call. The in-house engineer completed the repair and reset the system.